Event description:
In 1/03 pt sustained a knee injury that required an open reduction and internal fixation of their right tibial plateau fracture. A hemovac drain was left in situ. In 2/03 when removing the drain, the tip was noted to be missing. Surgery was scheduled to remove the drain tip at the time that the hardware was to be readjusted.